Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a percutaneous nephrolithotomy procedure. According to the complainant, when the physician was placing the stent, using a bentson-type guidewire, the stent positioner became difficult to pull and the stent broke in half. The patient was sent to the operating room at the same hospital on the same day for removal of the stent half. The surgeon in the operating room was able to remove the proximal stent half by use of forceps. During this procedure, another contour ureteral stent was placed without complication. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a percutaneous nephrolithotomy procedure. According to the complainant, when the physician was placing the stent, using a bentson-type guidewire, the stent positioner became difficult to pull and the stent broke in half. The patient was sent to the operating room at the same hospital on the same day for removal of the stent half. The surgeon in the operating room was able to remove the proximal stent half by use of forceps. During this procedure, another contour ureteral stent was placed without complication. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."